Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the stylet could not be inserted was not confirmed. As received, a complete lead was returned in one piece for analysis. The lead was evaluated with the stylet and did not find any restriction/obstruction. Visual and x-ray inspection did not find any anomalies on the lead.